Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained for a single patient sample. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing and/or an instrument or reagent related issue cannot be ruled out as possible contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (result = 0.160 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es result was reported to a clinician, and a corrected report was issued (repeat result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).